Manufacturer narrative:
Siemens has completed an investigation of the reported event. After investigation, the root cause could not be determined. While both service technicians and our product specialists agree that the collision protection had at least a temporary problem, the replaced and returned part shows no malfunction. According to the information provided by the service technician, the customer had touched or shaken the collision protection as a remedial measure, whereupon the system worked perfectly again. The collision protection device was replaced as a precautionary measure. Examination of the returned part could no longer determine the cause of the temporary problem. A systematic error could not be detected by the investigation. The affected collision protection device has been exchanged by the local service organization and the error has not been reported again. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an emergency procedure, the user reported that no system movement was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.